Event description:
Paramedics responded to a person in cardiac arrest. The device was connected to the pt with disposable pacing/defibrillation/ECG electrodes, the pt's rhythm diagnosed as asystole, and then CPR and drugs were administered. ECG electrodes were connected to the pt to initiate external pacing but, according to the reporter, the device alarmed connect electrodes and would not pace the pt when the pacer button was pressed. A backup device was used to externally pace the pt during transport to the hosp. Pt outcome is unknown but there were no reports that the alleged device malfunction caused or contributed to any adverse effects to the pt.